Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos received and reviewed. First photo showed pta balloon catheter held by healthcare professional which is in inflated condition and noted liquid in the inflation luer. In second photo the pta balloon was inflated and could identified leak form balloon material. And no other anomalies were identified in the received photos. Based on the photo review, balloon rupture could be identified as there was a leak from the balloon. Hence, the investigation was confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 3 atm. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 3 atm. There was no reported patient injury.